Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that on (B)(6) 2015 during a laparoscopic surgery, the surgeon could not remove the forceps from the 5mm trocar. The plastic coating of the end part of the insert (just before the jaw) was melted and the diameter of the end extremity of the exterior sheath increased. The generator was set to the position 45 (as for all the other procedures). A new forceps was used. No patient injury reported.

Manufacturer narrative:
Integra has completed their internal investigation on december 11, 2015. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: evaluation of returned device; the surface finish was modified compared to manufacturing specifications. DHR review; no nonconformity for this lot. Complaints history; no complaint for this lot. Conclusion: the instrument has been modified outside of (B)(4) by an external contractor no qualified by (B)(4).